Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08185). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that attempts to interrogate the device was unsuccessful during normal follow-up check. No device alerts were felt by patient and no sources of emi interference were noted. The device was explanted and replaced.